Event description:
It was reported after an initial spinal operation on (B)(6) 2012, an additional operation was needed due to fracture of body of adjacent level vertebra (5th lumbar). Pt. Condition: left hospital in good condition.

Manufacturer narrative:
This reported event is one of five similar reported incidents from the same surgeon in (B)(6). See 0002242816-2013-00016 thru 00020. All incidents were reported by the same doctor and all are associated with fusion surgeries performed on female patients (B)(6). This reported event pertains to a female patient age (B)(6). The device was not available for evaluation. No inspection could be performed. However, x-rays were reviewed by the engineering, quality, marketing, and clinical team. It was difficult to confirm the reported event with x-ray assessment alone. The same torque drive was used in all reported cased. The torque limiting handle was tested in (B)(6) and according to the results, meets specifications. A review of the manufacturing record for the torque driver, there were no dimensional, functional, or material anomalies reported at inspection in 2009. Records indicate the instrument passed all inspection criteria at the established sampling rates. The IFU for the system used addresses the potential risks associated with the system and include the following warnings: 'potential risks identified with the use of this device, which may require additional surgery, include device component fracture, loss of fixation, nonunion, fracture of the vertebra, neurological injury, and vascular or visceral injury." "While proper selection can help minimize risks, the size and shape of human bones present limitations on the size and strength of implants." "Metabolic bone disease such as severe osteoporosis may adversely affect adequate fixation of the implants due to the poor quality of the bone." The probable underlying root cause for the reported incident is metabolic bone disease such as severe osteoporosis adversely affecting fixation of the implants. One cited study (tomoaki et al. Spine. 2010;35(10):1915-1918.) Found that "postmenopausal female patients who underwent lumbar spinal instrumentation surgery were susceptible to develop subsequent vertebral fractures within 2 years after surgery." According to the information received, the patient came out of the hospital and good condition

Manufacturer narrative:
No product was returned to manufacturer. Current information is insufficient to permit a conclusion as to the cause of the event. Date of event - date of subsequent surgery. Explant date - still implanted. Device manufacture date - unknown.